Event description:
The device operated as expected.

Event description:
It was reported that the patient passed away. Given the patient's clinical decline and despite maximum support they had very low level of recovery. After discussions with patient's spouse, it was decided to place on comfort care only. The outcome was not considered as device or therapy related. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.